Manufacturer narrative:
Numerous attempts were made to obtain additional info regarding this event, but no response from the user facility. The device history records were reviewed and this lot met all release criteria. There were two returned samples that were evaluated. The devices were visually inspected and no defects were found. During the functional testing it was discovered that the stylet and cannula could not be cocked separately. They were stuck together with what appeared to be blood. They were both cocked together and then the device was fired. This freed up the stylet and cannula. However, the stylets would still not move freely within the cannulas. The devices were both disassembled and the internal parts were inspected. There were no damaged, missing, or defective components found. There was a residue of blood and bio-matter throughout the devices. All the internal parts were in their correct position. The stylets and cannulas were cleaned, and the devices were reassembled. The devices were cocked and fired 20 times each without incident. There were no misfires during the testing of the two devices. The complaints are inconclusive. Although they both worked correctly under lab conditions after being cleaned and reassembled, the devices could not be tested in the "as returned" state. The root cause is unk. It is unk if procedural issues contributed to this event. The current IFU states: energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back.

Event description:
It was reported that a biopsy instrument caused a 15 minute delay in a liver biopsy, because it allegedly misfired. It was also reported that it allegedly made multiple biopsy wounds to the liver. Two devices were found to have the same issue. A third device was used for a successful biopsy. No pt injury was reported.